Event description:
It was reported to boston scientific corporation that during a ureteroscopy with laser lithotripsy procedure, the tip of the flexiva 200 laser fiber broke off inside the patient. The physician did not attempt to remove the broken tip from the patient. The fiber was used with a lumenis 20 watt laser set at 10 watts. The laser settings were 1.0 joule and 10 hertz. The procedure was completed with this device without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
The patient is reported to be over 18 years of age.